Event description:
Caller states the pt tested 1.6 inr on coaguchek system 1, 1.6 inr on coaguchek system 2, and 2.8 inr on a comparison lab. All results obtained within 4 hours. Medication increased based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 1. Reference medwatch with a1 pt for suspect device in coaguchek system 2.